Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified and mildly tortuous lesion in the mid left anterior descending (lad) artery. The 2.0x12 mm mini trek balloon dilatation catheter (bdc) was advanced with no resistance and the balloon burst upon the initial inflation to nominal pressure. The balloon was removed and another same size bdc was used to complete the procedure. There was no reported adverse patient effect and there was no reported significant delay in the procedure. No additional information was provided.